Event description:
The following information was received from the customer with regards to culture testing: the cystonephrofiberscope tested positive on (B)(6) 2024 for 30 colony forming units (cfus) of staphylococcus haemolyticus. The device was retested on (B)(6) 2024, and it tested positive for 1 cfus of staphylococcus hominis. The device was tested again on (B)(6) 2025, and tested positive 1 cfus of bacillus sp. The device was tested again on (B)(6) 2025, and tested positive for 1 cfus of microccus luteus. The device was tested again on (B)(6) 2025, and tested positive for 27 cfus of staphylococcus capitis, 25 cfus staphylococcus hominis, 11 cfus staphylococcus warneri and 2 cfus micrococcus luteus. All channels were sampled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Updated fields: b5, d9, d10, e4, h2, h3, h4, h6 and h11. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.